Event description:
It was reported per article of interest literature review that the authors present the findings from an investigator initiated, single-center, prospective pilot safety study that explored the impact of interference on cardiac implantable electronic devices (CIEDs) in vivo using a commercially available smartwatch and smart scale. There were 27 total participants enrolled. A study member guided the participant through bioelectrical impedance analysis (BIA) measurements using the Samsung Galaxy Watch5 Pro and then the Withings BodyScan. They enrolled 16 patients with pacemakers. Eleven of these subjects were observed at maximum sensitivity, and 5 were measured with adjusted sensitivity. No interference was observed in any of the patients with adjusted sensitivity. Of the devices programmed to maximum sensitivity, patient 4 experienced noise reversion and oversensing with the smartwatch in both bipolar and unipolar lead configurations. Patient 5 encountered noise reversion and oversensing during BIA measurements in a unipolar configuration, while patient 6 experienced oversensing in both lead configurations. Patient 9 showed noise reversion and oversensing in the unipolar configuration only when using both consumer devices. They also enrolled 9 patients with implantable cardioverter defibrillators (ICDs). Five were observed at maximum sensitivity, and 4 were observed with adjusted sensitivity. Patient 7 experienced oversensing with a smartwatch in bipolar mode and could not use the smart scale while standing due to their physical condition. No other ICD patients showed any interference. Interference from smart device BIA was observed on Boston Scientific pacemakers' L311 and L331, as well as implantable cardiac defibrillator D233. Interference, in the form of oversensing and noise reversion, occurred consistently in both unipolar and bipolar lead configurations during BIA measurement at maximum lead sensitivity. Patient 4: interference from Samsung Galaxy5 Pro smartwatch with Boston Scientific dual-chamber pacemaker in the bipolar lead configuration. Patient 5: interference Boston Scientific dual-chamber pacemaker in unipolar lead configuration from Withings Body+ smart scale and Samsung Galaxy5 Pro smartwatch. No adverse patient effects were reported.

Manufacturer narrative:
Hansen, Nathan, et al. (2025). Smartwatches and Smart Scales With Body Composition May Interfere With Cardiac Implantable Electronic Devices. Circ Arrhythm Electrophysiol. 2025;18:e013881. DOI: 10.1161/CIRCEP.125.013881.